Event description:
It was reported that (1) hp052 was used during a lavh procedure. It was reported by the rep that the surgeon was using lcsc5 and found the instrument would periodically steady tone. After cleaning and re-torquing the blade it would still periodically steady tone. It is unknown how the case was completed. There was no consequence to pt.